Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that 3 of the red rubber latex intermittent catheters that appeared to be dry rotted or used as they had white lines on them. Two of them were 10fr with lots (lot#nghx2731 and lot#ngjt2540) and one of them was a 16fr with lot (lot#ngeu3771). Customer had several other sizes of these, so this seemed to be isolated.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: rubber utility catheter x-ray opaque rubber warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Caution: this product contains natural rubber latex which may cause allergic reactions. Caution: federal (USA) law restricts this device to sale by or on the order of a physician. For urological use only. U.s. Product. Packaged in mexico. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that 3 of the red rubber latex intermittent catheters that appeared to be dry rotted or used as they had white lines on them. Two of them were 10fr with lots (lot#nghx2731 and lot#ngjt2540) and one of them was a 16fr with lot (lot#ngeu3771). Customer had several other sizes of these, so this seemed to be isolated.